Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation difficulty occurred. The 90% stenosed lesion was located in the non tortuous and severely calcifed right coronary artery (rca). A rotoblator was used and the rca was also predilated with a 24mm balloon. The taxus liberte' 3.5x24mm drug eluting stent was successfully placed but the physician encountered difficulty deflating the balloon as well as withdrawal resistance. The procedure was successfully completed with this device. This product is only ous approved but is similar to a marketed us device